Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix extends and retracts smoothly with no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the lead would not fully retract. The physician kept working with the lead and finally got it to retract but opted to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.